Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg required frequent recharging. In turn, the patient had their ipg explanted and replaced with a competitor system in 2015. The exact explant date is unknown. This is all the information that is available at this time.